Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the packaging was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the cardiomems delivery catheter resulted in the noted bunched polymer coating resulting in the reported difficult to advance and the reported difficult to remove. Manipulation of the device resulted in the noted distal core kink and the noted multiple proximal core bends and kinks likely contributing to the reported difficulties. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported pulmonary embolism, and the relationship to the product, if any, cannot be determined. The reported patient effect of pulmonary embolism are listed in the hi-torque command 18 instructions for use as a potential adverse event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A3a: - sex updated to male.

Event description:
It was reported that the procedure was to implant a cardiomems device. The command 18 guide wire was attempted to be used but the wire could not be advanced or pulled back and it was stuck to the cardiomems delivery catheter. Due to the devices being stuck together, when the command 18 guide wire was pulled to be removed, the cardiomems system was also removed from the anatomy. A non-abbott wire was used to continue the procedure and the patient coughed up blood and a perforation of the pulmonary artery was noted. The patient was moved to the intensive care unit (ICU) for treatment and a pulmonary embolism was diagnosed the next day. Treatment, if any, was not yet reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.